Manufacturer narrative:
The reported issue was verified through the logs. The cause was isolated to the system pcb assembly. The device is no longer repairable. The customer was provided a replacement device. The cause of the reported issue was determined to be due to an inoperative sbc on the system pcb assembly.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and had displayed a black screen during use. As a result, the device may have been in a lock-up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and had displayed a black screen during use. As a result, the device may have been in a lock-up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.